Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached the 500s mg/dl at the highest. A bolus via the pump and a manual injection were used to address bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.